Manufacturer narrative:
Internal report reference number: (B)(4). Ketone test strips were returned for evaluation. Product testing was performed and defect found: physical defect of strips, discolored grey pads. Root cause: rc-061: storage outside specifications. Manufacturer contacted customer in several follow-up calls to ensure the replacement product resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for the ketone test strips. Customer stated that when he opened the vial, the padding on the ketone test strips were all grey in color. Customer stated that the product had been sealed and intact when purchased. The ketone test strip lot manufacturer¿s expiration date is 10/23/2022 and open vial date is 01/23/2022. The customer feels well and did not report any symptoms and medical attention related to the use of the product was not reported.